Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports there is string flash on the end of the needle.

Manufacturer narrative:
H 3: evaluation summary: an investigation of the reported condition was performed. The device history record (DHR) for the lot indicates no issues were found in visual and physical samples inspected. There were four opened samples returned with this complaint. The samples were visually inspected, and a string of plastic was seen on two of the needles. No string of plastic was seen on the other samples received. The reported condition is confirmed. The most likely root cause was due to flash, which is stringy plastic material attached at the molded part's gate (the entrance to the mold cavity) forming when melted plastic resin remains at the injection gate as the two mold halves separate. The exact root cause of the molding flash could not be determined based on available information. An issue impact assessment was conducted. The bio-compatibility testing report for the magellan safety needles revealed that the product demonstrated no evidence of cytotoxicity, the material has no evidence of potential sensitization, no evidence of hemolysis and no evidence of acute systemic toxicity. The bio-compatibility testing report confirms the potential harm is low risk. The overall risk score of the defect was ¿low¿ for issue impact assessment. Based on the low risk associated with the issue, no additional corrective action will be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions.